Event description:
A caller reported a cartridge alarm and indicated that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to rely on an alternate method if necessary while continuing to use the current pump. Technical support confirmed that the pump was under warranty and decided to replace it with one that has updated software. The caller was guided on how to put the pump into storage mode and instructed to return the faulty device to tandem within ten days using a provided return box and pre-paid label to avoid being charged. The caller acknowledged they would need to program settings and connect their cgm to the replacement pump. Technical support confirmed the shipping address and did not require a signature for delivery. The customer understood and agreed to all instructions and actions.